Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported inaccurate delivery. The device was returned with an unsigned note that stated, "keeping accurate count." At an unspecified time, the delivery was started via an epidural route. No tracking information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reported adverse patient effects. No medical interventions were required. During testing at the user facility, the device delivered more than expected. During subsequent testing, the device delivered less than expected. Though requested, no additional information was provided.